Event description:
The report received from the affiliate indicated that during preparation for a percutaneous coronary intervention (pci), while connecting the inflation device/syringe to the cypher select plus 3.0 x 23 mm stent delivery system (sds) the luer hub of the catheter cracked. There was no reported pt injury.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14038979 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Three (3) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Non-conformance records (B)(4) was generated for point out of control by one (1) "hub damaged" is not necessary to take an action in the process as it has the necessary controls for detection of this defect, so the product is not impacted, the lot was liberated and the pths was closed. Non-conformance records (B)(4) was generated for one (1) rejection label wrinkle, do not take any action in the process because the process of applying the label is manual, as well as the product is not impacted as it performs 100% inspection process packaging, the lot was liberated and the pths was closed. Proximal shaft assembly: subassembly (B)(4), lots 0108080093, 0108080091, 0108080098 and 0108080101 were reviewed. No other issues were noted that were considered potentially related to the reported complaint. The parameter of the luer hub molding were reviewed and were found within specification requirements.